Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was attempted to be implanted on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient was being treated for a 12mm stricture. The patient's anatomy was not dilated prior to stent placement. No visible issues were noted to the device. During the procedure, the ultraflex tracheobronchial covered stent was advanced over the guidewire and into the target lesion. The physician pulled the deployment suture in an attempt to deploy the stent; however, severe resistance was met and only three knots were able to be released. A small part of the stent was deployed but the physician was unable to deploy the remainder of the stent. Subsequently, the partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was attempted to be implanted on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient was being treated for a 12mm stricture. The patient's anatomy was not dilated prior to stent placement. No visible issues were noted to the device. During the procedure, the ultraflex tracheobronchial covered stent was advanced over the guidewire and into the target lesion. The physician pulled the deployment suture in an attempt to deploy the stent; however, severe resistance was met and only three knots were able to be released. A small part of the stent was deployed but the physician was unable to deploy the remainder of the stent. Subsequently, the partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be "good" post procedure.

Manufacturer narrative:
Patient is over 18 years old. The reported issue of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 4 mm. The distal end of the shaft was kinked at several locations along its length. The deployment suture thread had broken at approximately 1150 mm from its point of release. Microscopic examination of the thread noted that it appeared frayed at the point of break. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent. A review of the device history record (DHR) was performed; no anomalies were noted. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.